Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.7, d.6b, d.9, h.3, h.6.

Event description:
Healthcare professional additionally reported "any creases." Device has been explanted.

Event description:
Healthcare professional reported a left-side capsular contracture baker grade iii. Healthcare professional additionally reported "any creases." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6. Device evaluation: white particles calcification -like in device outer surface, wear abrasion and fold creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: -creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade iii."

Event description:
Healthcare professional reported a left-side capsular contracture baker grade iii. Device remains implanted.